Manufacturer narrative:
.

Event description:
It was reported to philips that the device displayed an "equipment disabled: therapy" message. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.